Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he started using a different insulin pump and the bolus doesn't seem to deliver as his old pump. Customer stated that his blood glucose was 480 mg/dl at the time of the incident. Customer's current blood glucose is 330 mg/dl. Customer had symptoms related to his high blood glucose such as very mild nausea, headache, and dehydration. Customer took a shot of insulin and stated that his blood glucose was 102 mg/dl at breakfast and then 330 mg/dl at 10:30 am. Customer stated that it has a tendency to go high after breakfast. Customer stated that the drive support cap appears normal. Customer is on lunch break and will call back this evening.